Manufacturer narrative:
The device was returned and evaluated. The device was received in 2 pieces, each with an attached haptic. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that during implantation of an intraocular lens (iol) in the right eye (od), the surgeon determined that a vitrectomy was required after the initial lens was placed. The iol was removed, a vitrectomy was performed, and a backup lens was subsequently implanted. The patient's postoperative outcome is expected to be good. Additional information was requested but not received.